Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a diagonal tear in balloon, approx 5.5 mm from balloon proximal tip. The review of the lhr (lot f1305803) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on an unk date. Access was obtained at the common femoral artery via a 6f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. A second device was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted no further info is available.